Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was unsure if the implant was working right. She would check the implant status every now and then to make sure it was on. She was not getting any therapeutic relief at the time of this report. She had an increase in having to go to the bathroom. She was not feeling stimulation, but it was noted to be on. This had occurred a couple weeks prior to this report in (B)(6) 2016. The patient was redirected to her healthcare provider (hcp) and it was noted that she didn¿t have one at the time. She increased stimulation because she was not feeling it. As soon as she increased it, she felt sharp stimulation and then it stopped. She didn¿t think the implant was working. She was not feeling stimulation all the time. She kept increasing stimulation and each time she would feel a short burst of stimulation and then it would just stop. It was uncomfortable. This had occurred on the day prior to this report. It was also reported that she had been through airport security in (B)(6) 2016 and had not turned off the implantable neurostimulator (ins). She just walked through security. She asked if this could have done something to the ins. The patient was again redirected to an hcp. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.